Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was explanted on (B)(6) 2013. According to the report, the revision was the result of a change in the patient¿s treatment plan and was not due to a malfunction of the device. No injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.